Manufacturer narrative:
(B)(4) date sent to FDA: 09/13/2016. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced severe voiding dysfunction and urge incontinence. It was reported that patient underwent mesh excision on (B)(6) 2016 by dr. (B)(6), md.